Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture baker grade IV. An ultrasound was performed which indicated device rupture however at explant surgery the device was found to be intact. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported capsular contracture baker grade IV. An ultrasound was performed which indicated device rupture however at explant surgery the device was found to be intact. Device has been explanted and replaced with a non-allergan device. This relates to the left side.